Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part # 310.510. Synthes lot # (B)(4). Supplier lot # (B)(4). Release to warehouse date: 10 sep 2018; 17 sep 2018; 13 jul 2018. Supplier: (B)(4). No ncr's were generated during production. Visual inspection: the drill bit ø1.8 l100/75 2flute (p/n:310.510, lot number:u314677) was received at us customer quality (cq). Upon visual inspection, the distal tip of the drill bit was observed to be broken. No other issues were identified with the returned device. Reported condition of embedded device was not confirmed as no x-rays were provided. Device failure/defect identified? Yes. Document/specification review: (current and manufactured) ø1.8mm dia. Drill with quick coupling. Dimensional inspection: shaft diameter just below the flutes of the drill bit: measured dimensions: shaft diameter: conforming. Complaint confirmed? Yes. Investigation conclusion: this complaint could be confirmed as the drill bit was identified to be broken. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a surgery. During the surgery, the drill bit splits while drilling the bone. Piece of drill bit left inside the bone. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves one (1) device. This report is for (1) 1.8mm drill bit/qc/100mm. This report is 1 of 1 for (B)(4).